Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: visual inspection of the returned product found the haptic was broken off from the iol but no irregularities found on the used injector rod and nozzle. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down until the final position. Seeing from no similar complaints reported near the serial, it is more likley that the customer did not follow the instructions, waiting time 20s, do not inject too fast, do not push the rod on and off. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon inserted and removed a ks-3ai aq310ai, 23.0 diopter preloaded injector within the same surgery due to the haptic was broken. There was no patient injury and the backup lens was successfully implanted.